Event description:
It is reported that the pt was seen for a dislocated hip. During the revision surgery, it was discovered that the liner had completely disengaged from the cup.

Manufacturer narrative:
Information was received from a distributor who is not required to complete from 3500a. Evaluation summary: primary surgical notes stated the hip had good stability anteriorly and posteriorly. Revision surgical notes, dated (B)(6) 2013, stated that the revision was for thinning of liner. Metallic fluid was found within the hip and the acetabular liner was found to be thin and fractured at the rim and loose in the cup. The locking ring was found to be dysfunctional. X-rays have been provided. The left acetabular shell appears to have a great than recommended adduction angle. Based off the information provided, although not proven, it appears that the liner was loose in the acetabular shell due to the fractured rim. The rim may have been fracture due to the increased adduction angle. However, a definitive cause for the experience observed cannot be determined with certainty. Device history records indicate all components were manufactured and inspected to specification. The returned liner was severely damaged. Three-fourth of the liners rim was missing from the liner. There were cracks with metal debris inside. The polar boss appeared to have been cut off. There are scratches and gouges on the outside sphere. There is an indention on the remaining portion of the rim that appears to be from the anti-rotation post near the fractured rim edge.